Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section e1 facility name complete information: capital medical university affiliated beijing friendship hospital all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed calcium results generated on the architect c16000 processing module for one sample. The following example results were provided: calcium initial result = 0.5 mmol/l, repeat result = 2.32 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely depressed calcium results generated on the architect c16000 processing module for one sample. The following example results were provided: calcium initial result = 0.5 mmol/l, repeat result = 2.32 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Additional information in section d10 concomitant product. The field service representative resolved the issue by replacing the smp wsh seal tip1, smp wsh seal tip2, smp wsh syr o-rng, and cleaning the aero cuv pr dry of the architect c16000 processing module. The smp wsh seal tip1, smp wsh seal tip2, smp wsh syr o-rng, and aero cuv pr dry were determined to be the likely causes of the result issues. Review of the instrument service history for architect c16000 processing module serial number (B)(6) revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. There were no trends with regards to the current issue related to the architect system, likely cause parts, or discrepant results as described in this ticket. Labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.